Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 120, 172, 115 mg/dl. Test were done within 20 minutes with a difference of 25 %. Patient did not experience any adverse events. No further information has been reported. Patient also called to report that subject meter gives an error 2 message. Patient retested and still got an error 2 message. Ccr was unable to resolve the issue. Sent patient a replacement meter.